Event description:
It was reported a patient underwent a revision procedure approximately three months post implantation due to stiffness and limited rom. Revision surgery for poly swap and patella resurfacing. Attempts to gather more information are underway, however no additional information is available at this time.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure approximately three months post implantation due to stiffness and limited rom. Revision surgery for poly swap and patella resurfacing. Attempts to gather more information are underway, however no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g1, g2, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: persona revision system used with depuy patella. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient experiencing continuous pain with some stiffness. The revision was performed to replace poly and resurface the patella. The revision surgery noted patient only had rom of 30-80 degrees. The surgeon thought the patella may be overstuffing when bent which could have caused the pain and lack of motion. No other complication was noted. After the revision surgery, the patient experienced mild pain and a good range of motion. It was noted that the patella was overstuffing the joints, which caused the pain and limited range of motion to the patient. The surgery was performed to downsize depuy's metal-backed patella. Additionally, the depuy patella was not designed to use with zimmer biomet's persona revision system, if used it would result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce the service life of the implant as indicated in the instruction for use 87-6200-00-23. Also, per instruction for use 87-6200-00-23 states on page 6 not to use components and/or instruments from other knee systems unless expressly labeled for such use. Premature wear, loosening or implant fracture may develop and require surgical explantation. This combination of products has not been approved/cleared for use and use of the product in this manner is considered off-label use. The complaint is confirmed. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient had initial left total knee arthroplasty performed with competitor product. The patient was revised 7 months post procedure due to instability. Subsequently, the patient underwent a poly exchange and patellar resurfacing due to limited range of motion and stiffness four months post revision. During the revision, the art surface and patellar implants were downsized as they were noted to be overstuffing the joint resulting in painful and limited range of motion.